Manufacturer narrative:
Additional information was received that the intraocular lens (iol) from the patient's right eye was explanted on (B)(6) 2016. The lens was replaced with a non amo lens and the patient was reported as doing fine when discharged. Outcomes attributed to adverse event: updated to required intervention to prevent permanent impairment/damage (devices). If explanted; give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed and as a result the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and one week post op the patient complained his vision was not good enough; the patient was unhappy. Post op, the result was a little more hyperopic by half a diopter. To date, the lens remains implanted. The doctor indicated the lens would be explanted. No further information was provided.